Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: creases fold, yellow particles outer device, delamination on plug strap disk shell and opening curved on anterior. Leak test and microscopic analysis was performed which identified: striated opening on anterior and delamination of the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a delamination total of the plug strap disk shell (adhesive failure) a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: d4 d9 g1 h3 h4 h6

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.